Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 125 mg/dl. Troubleshooting for blank display was performed. Customer advised they would purchase a new battery and call back to finish the troubleshooting process. The insulin pump will not be returned for analysis.